Manufacturer narrative:
Continued: h6- health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: weight to the spec, brown particle in the shell and broken. A microscopic analysis was performed which identify sharp broken and opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken and opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient called in to report right side rupture and a bilateral implant removal from textured to smooth due to the concerns of the product. Explant surgery is scheduled and it is unknown if the devices will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported rupture and "seroma, negative for alcl". The device has been explanted.